Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that he needle of a 22 g x 1 in. (1.3 mm x 30 mm) bd insyte¿ autoguard¿ bc shielded IV catheter did not retract during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Results: one used sample in an open package was returned for evaluation. A visual/microscopic inspection revealed the unit consisted of the needle/hub assembly retracted within the safety shield (barrel) and the protective needle cover in place. There were traces of dried media, the button was completely depressed, and the needle was fully retracted within the (barrel) with no visible anomalies or damage. The needle was pushed to the out position and the activation button was reset. Further visual/microscopic analysis observed no anomalies or mechanical/physical damage were observed to the needle, spring, grip, needle/hub or excessive gel that would contribute to retraction failure. The activation button was pressed and the needle fully retracted within the barrel demonstrating no resistance. There was no microscopic evidence of anomalies or damage observed in the retracted condition. A review of the device history record revealed no irregularities or reject activity during the manufacture of the reported lot # 6112806. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.